Event description:
The Biomedical Engineer (Biomed) reported that the Central Nurse's Station (CNS) was boot looping. He tried to reboot the CNS, but it went back into a boot loop. No patient harm was reported.

Manufacturer narrative:
The Biomedical Engineer (Biomed) reported that the Central Nurse's Station (CNS) was boot looping. He tried to reboot the CNS, but it went back into a boot loop. Technical Support (TS) had him swap the placement of the HDDs, but it would still boot loop. TS had him remove the Ethernet cable, which caused the system to give a "Monitor Network Error" message. When he reconnected the Ethernet cable and tried to launch the CNS application manually, it got stuck. TS had him end the task and he was then able to launch the CNS application. It was back up and running. The Biomed will check to make sure there were no network related issues that could have caused this. No patient harm was reported. Nihon Kohden continues to investigate the reported event. Nihon Kohden will submit a supplemental report in accordance with 21 CFR Section 803.56 when additional information becomes available.